Manufacturer narrative:
Concomitant: 419688 lead, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there was a plausible lead fracture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.